Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Hematuria was observed after foley insertion. Good pump position was confirmed via imaging. The survival outcome at explant is expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.